Manufacturer narrative:
Philips has investigated this complaint. Customer reported the problem that the system got shutdown when moving the tube. Customer informed to the philips remote service engineer (rse) that one of the employees moved the blood pressure from the command and the whole equipment was turned off. Later customer was able to restart the system. After restarting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that equipment turned off, and could not be turned back on. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.